Event description:
Facility reported that while transferring a pt from wheelchair to bed using a viking xl that the sling bar detached from the lift and the pt fell 3 - 3.5 ft to the bed. No injuries were reported.

Manufacturer narrative:
Local technician viewed and inspected the sling bar used in this reported incident. The quick release hook attached to the sling bar was found not to be in a recommended condition for use. User guides are clear in instruction as to the proper and safe use of the product.